Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm that could not be cleared. The customer reported removing the device's battery and the alarm still would not clear. Customer stated that she wears the insulin pump in her bra. Blood glucose level was 170 mg/dl at the time of the call. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and the act button was unresponsive due to flattened button dome switch. The device had minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip.